Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other armada balloon referenced in describe event or problem is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 80% stenosed superior femoral artery (sfa). A 5.5x200mm armada 18 percutaneous transluminal angioplasty (pta) balloon-dilatation catheter (bdc) was advanced to the lesion for pre-dilatation. The balloon was fully inflated to nominal pressure but was noted as leaking from the hub. A new, 5.5x150mm armada 18 bdc was then advanced to the lesion and inflated 1 time to nominal pressure but was also leaking from the hub. A 5.0x200mm armada 35 pta bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported leak was confirmed. The balloon inflated but did not hold pressure and fluid was observed coming out of the guide wire port of the sidearm. Additionally, a hole was noted in the inner member. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined that the reported leak was due to a hole noted in the inner member. Although a cause for the hole could not be determined, there was no leak noted during preparation for use indicating that the damage was not pre-existing. Additionally, based on the evaluation of the returned unit, the inner member damage may be attributed to mechanical damage and may suggest that an object was inserted into the inflation port; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.